Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death was reported to be due to a myocardial infarction. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.